Event description:
The surgeon reported the following: the hip dislocated. A closed recudtion was performed to put the hip back in place.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.